Event description:
During use of the wilson-cook universal active cord, the user noted that the connection was loose. The electrical pin in the active cord was recessed, prohibiting proper connection with the accessory devices. No injury to the user or patient was reported.